Manufacturer narrative:
The provider was not aware of the underlying cause of the wheel falling off. She was not aware of the wheel being loose/wobbly. She was pretty sure that the only issue that the patient experienced prior to the wheel falling off was the noise, which may have been an indication of the hardware coming loose. She did not believe that the wheels were ever intentionally removed, such as during transportation. She stated that the chair is used mainly indoors. The patient is elderly and does not use the chair outside very often. The patient uses a van with a lift to travel to places outside of her home. She stated that the patient always wears her seat positioning strap and that she was wearing it at the time of the reported event. She indicated that when the wheel fell off, the patient lost her balance and fell forward but not completely out of the chair. The approximate weight of the patient is (B)(6) pounds, which is within the weight limitation of (B)(6) pounds for the r51 power chair. The maintenance history of the device is unknown. The r51 user manual states, "every six months or as necessary take your wheelchair to a qualified technician for a thorough inspection and servicing. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair." The safety inspection checklist indicates to inspect/adjust the wheel mounting bolts monthly to ensure that they are secure on the drive wheels. The reported issue cannot be verified. The product was not returned to invacare for evaluation. Production of the r51 power chair was discontinued in (B)(6) 2016. The provider replaced the wheel with a wheel from her stock.

Event description:
The provider reported that the patient alleged that the left rear wheel on the r51 power chair made a popping noise for a couple days and then the whole rear wheel assembly fell off. The provider indicated that this event occurred in the year 2015. No injuries were alleged.